Event description:
It was that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of suspected electromagnetic interference (emi) resulting in non-sustained episodes. This device remains in service. No adverse patient effects were reported.